Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/15/2017 with the following findings: during investigation, the battery compartment was cracked near the top left and lower left corner of the grip pad. Unrelated to the original complaint, the pump powered up to a call service 069 alarm. The pump was unable to recover from the alarm after the reboot. The failure was defined as a language file corruption while retrieving the language text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.